Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at time of implant are unknown. Currently the aneurysm is 82 mm in diameter. It was reported that the patient recently presented to the hospital with a tender abdomen. A non-contrast CT showed the bifurcated stent migrated distally 5-20 mm and had no apposition in the aortic neck. There was also an expanded right common iliac artery with no apposition of the stent graft in iliac artery. The migration was attributed to disease progression. There was evidence of a contained rupture on scan. It was concluded there was a type ia and type ib endoleak on the right side that was attributed to disease progression. The device was extended to the rental arteries with 32 mm and 36 mm endurant cuffs. The device was extended to the right hypo with a 16/28/124 and a 36/70 endurant stent grafts. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).